Manufacturer narrative:
The customer¿s report of the tubing set "broke" while in use was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The set¿s slide clamp was received in the open position no abnormalities were observed on the set during visual inspection. During functional testing drops of fluids were observed to be leaking out of the set¿s micron filter vent. No alarms or any other issues were noted by the device. Pressure testing confirmed the leak. The root cause of the leak was not identified.

Event description:
It was reported that the tubing set "broke" while in use on an infant patient. Per the customer, there is no additional information available.

Manufacturer narrative:
Concomitant medical product: cvl;non-bd used microclave; td unk. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Additional patient information: infant.

Event description:
It was reported that the tubing set "broke" while in use on an infant patient.